Event description:
On (B) (6) 2010, the patient reported that yesterday she received 3 e4 (occlusion) errors on her insulin infusion device during basal delivery. She said she woke up this morning with a blood glucose reading of 425 mg/dl with her target range being 60-180 mg/dl. Symptoms were frequent urination and she corrected her reading by delivering 10 units of insulin via injection. Her most recent reading was 121 mg/dl. She stated she changes her infusion headset every 3-4 days and was advised to change it every 2-3 days. She changes her tubing "once a week" or when she changes the cartridge. She stated she sometimes reuses cartridges. She changes her device adapter about every 2 months. She was instructed to disconnect from her headset and prime through the tubing. She received an e4. She disconnected the tubing and insulin emerged from the adapter. She changed the tubing and primed until insulin emerged from it. The patient did not require assistance from a healthcare professional or second party to address the issue. The infusion set was replaced and requested to be returned for evaluation.